Manufacturer narrative:
On 30 september 2016 the patient match department t provided a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Additional information received on (B)(6) 2016 and includes: the surgeon revised the insert on (B)(6) 2016. The surgery was completed successfully. Batch review performed on 10 october 2016. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon noticed that the knee was moving anteriorly in flexion. A revision has been scheduled.